Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left m2 segment of the middle cerebral artery using a penumbra system 4max reperfusion catheter (4maxc) and a non-penumbra guiding sheath. During the procedure, while inserting the 4maxc into the guiding sheath, the physician experienced resistance. Subsequently, the physician kinked the proximal end of the 4maxc; therefore, the 4maxc was removed. The procedure was completed using a new 4maxc and the same guiding sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned 4maxc confirmed a kink near its proximal end. If the device is forcefully advanced against resistance, damage such as this may occur. Evaluation also revealed an ovalization in its mid-shaft. If the device is forcefully pinched or gripped during use, damage such as this may occur. This ovalization likely contributed to the resistance experienced during the procedure. During functional testing, the 4maxc was able to advance through a demonstration neuron max with resistance due to the ovalization in its mid-shaft. Further evaluation of the device also revealed additional kinks in the proximal shaft and an additional ovalization in the distal shaft. Based on the complaint, this damage was likely incidental. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.